Event description:
A message from the physician was received on 07/21/2016. He stated from his voicemail that he was unable to obtain diagnostics because of the patient's autism and the difficulty of performing diagnostics because of the patient's movement therefore he does not have diagnostics. He stated that in terms of the level of seizures, initially when the patient first had vns implanted the seizures were below baseline but ever since the battery has been approaching low battery the seizure level has increased.

Event description:
The patient underwent generator replacement in (B)(6) 2016. The explanted generator was discarded and is not available for return.

Event description:
Clinic notes were received on (B)(6) 2016 and dated (B)(6) 2016 for patient referral for replacement. Notes mention the patient has had an increase in seizure frequency over the past few weeks with increases in amount of breakthrough seizures. The vns device was interrogated and is showing ifi and needs replacement. There is mention in the assessment section of the notes that states interval worsening of seizures is due to the need for battery change. Settings from (B)(6) 2016 are 2.0/30/250/30/1.1/2.25/60/500 with ifi alert. There were no other known factors that contributed to the patient's increase in seizures. The patient has been referred for replacement but surgery has not occurred to date.

Event description:
The explanted generator was not actually discarded after surgery and was returned to the manufacturer for analysis; however, analysis on the generator has not been approved to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data revealed an eos pulse disabled condition as-received. The end-of-service warning message seen was likely present due to the pulse generator remaining ¿on¿ since explant several months prior. A visual examination of both the exterior of the generator and its internal circuitry identified no visual anomalies with the generator. The device was interrogated and system diagnostics were performed and yielded results within the normal limits. The generator was activated with the magnet and indicated that the device performed according to specification. The generator performed according to functional specifications. No additional relevant information has been received to date.